Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported severe pain, with most of their bottom teeth becoming loose after the treatment. In addition, two bottom front teeth have been chipped, and their position has shifted. As a result, the patient will require crowns. Additionally, since the patient already has an implant, the required dental work has been postponed for months, forcing the patient to eat solely on the left side. This is causing excessive wear on my left jaw and a tooth that is now losing enamel.